Event description:
It was reported that upon pulse generator interrogation, a message indicating -an error in pacemaker software has occurred- displayed. In 2009, measured data was 2.68 v and 4.3 k. As the patient was pacemaker dependent and battery impedance was increasing, the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.